Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow up. Upon interrogation, it was noted that there was lead noise on the right ventricular lead. The noise was not reproducible. Patient is not dependent, had no symptoms and was stable. No intervention was performed, and the patient will continue to be monitored.